Event description:
It was reported that upon removal of the suture sleeve from previous implant during routine implantable pulse generator (ipg) replacement, the physician noted the suture may have caused insulation damage. A new suture sleeve and medical adhesive was applied to the area. The lead is reported to have been tested with normal measurements and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ksr901 implantable pulse generator (ipg), implanted: (B)(6) 2003. (B)(4).